Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the 30-degree endoscope, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse found error 22020 (installed instrument failed to engage on usm2 (instrument stalled on the move to the start position). The tse advised the customer to reseat the endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the customer informed the technical support engineer (tse) that the image of the 30-degree endoscope was flipped upside down when it was installed on universal surgical manipulator (usm) 2. The tse found error 22020 (installed instrument failed to engage on usm2 (instrument stalled on the move to the start position). The tse advised the customer to reseat the endoscope to resolve the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved freely with uncontrolled motion. The image was not inverted. The customer reseated the sterile adapter (sa) and the endoscope and swapped the arm, but the issue persisted. There was no reversed control on system arms. The surgeon confirmed a desired orientation when the endoscope was installed. There was no indication of the image orientation provided to the user via user interface. There was no damage to the endoscope adapter. Prior to the event, the endoscope was not manually rotated 180 degrees. The issue was resolved by using a backup endoscope. There was no patient injury. The endoscope will not be returned.